Event description:
It was reported that the patient had their left side neurostimulator and extension explanted due to an infection. No further information was provided. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6). Product typ extension; product ID 3389-40, lot# v005945, implanted: 2006 (B)(6), explanted: na. Product typ lead. (B)(4).

Manufacturer narrative:
Product ID 3389s-40 lot# v126057 implanted: 2008-(B)(6) explanted: product type lead product ID 7482a51 serial# (B)(4) implanted: 2008-(B)(6) explanted: product type extension product ID 3389s-40 lot# v109673 implanted: 2008-(B)(6) explanted: product type lead product ID 7482a51 serial# (B)(4) implanted: 2008-(B)(6) explanted: product type extension. (B)(4).

Event description:
Additional information was received from the company representative that indicated the right side implantable neurostimulator (ins) was removed. A culture was performed six weeks prior to explant, but the results were not known. The patient did not have any visible signs of infection at the time of replacement. The patient was treated with antibiotics at the time of removal and intraoperative antibiotics were used at the time of replacement.